Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was reported that in addition to replacing the blower assembly, and gas delivery system (gds), the se also replaced the motor control board. The se confirmed that while servicing the device, the customer's allegation was observed. After replacing the three parts, the issue was resolved, and the device was returned to service.

Manufacturer narrative:
A service engineer (se) reported that the blower assembly, and gas delivery system (gds) were replaced to resolve the issue. Following the test & verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an error with the blower turbine. It was unknown how the issue was found. No patient or user harm reported. Investigation ongoing

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that when the device was powered on, an alarm message appeared, stating "check for faulty fan." The se then set the device to ventilate, and the se heard the device making a fault sound. The event log was reviewed, and error code 1134 (check vent: blower stalled or blower not running at required speeds). A replacement blower assembly was tested on the device, however, the se observed that the pneumatic flow tests had abnormal values and no o2 was detected. The sensors were calibrated, but the malfunction persisted; the se then tested a replacement gas delivery system (gds) along with the replacement blower assembly, and the pneumatic failures were resolved. The se noted that the blower assembly and gds would need to be replaced to resolve the issue, the complete repair is pending, and the device has not been returned to service.